Manufacturer narrative:
The device was received with no telemetry and was pacing in nominal output mode. Further analysis was done by cutting open the device for internal inspection but the telemetry recovered after cutting open the case. Further testing, including functional testing and telemetry testing, could not recreate the telemetry issues and the cause is undetermined. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity. The reported event of a failure to interrogate the device was confirmed.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. Technical support was contacted and advised that the battery should not be at elective replacement indicator (eri) or end of life (eol). The device was explanted and replaced and the patient was stable with no consequences.